Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit failed the rotor error alarm section of the performance verification. The unit was triaged and the reported condition was confirmed. An issue with the gearbox was found. The unit has been cleaned, tested, repaired and recertified per procedure. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/07/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the unit fails the rotor error alarm section of the performance verification.